Event description:
It was reported that bronchial spasms occurred during use of a 5f impulse fr3.5 catheter. The device was removed and no further complications were reported.

Event description:
It was reported that bronchial spasms occurred during use of a 5f impulse fr3.5 catheter. The device was removed and no further complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of returned product revealed that inspection revealed tip damage (ovalized). No other issues or defects were observed during product analysis of the returned device.